Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus and a manual correction injection was delivered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that an unexpected reset occurred. Customer declined troubleshooting from tandem technical support. No additional information was provided.